Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 525 mg/dl and their sensor glucose read 65 mg/dl. The customer corrected their blood glucose with 15 units of insulin. The customer also reported their cannula was crimped and was barely inserted in their skin. The customer declined to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.